Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was being replaced on the day of the report because the patient was non-compliant and it depleted. No symptoms were reported. No further complications were reported/anticipated.